Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, 100% stenosis in the mid and distal right coronary artery. Reportedly, the 1.50 x 12mm rx mini trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. A second 1.2 x 6mm rx mini trek balloon catheter was used to complete pre-dilatation. The lesion was further dilated with a larger balloon catheter and a non-abbott stent was deployed to complete the procedure. No resistance was felt during advancement to the lesion. There was no resistance during removal of the protective sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: sion, sion blue, gaia 1st, conquest pro 12g. Guide cath: launcher 7f al1st. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency